Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touch. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and also indicated that manual injection supplies were available.